Event description:
It has been reported to philips that geometry was not available and the c-arm was jammed. The system was in clinical use and no harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that geo pc was failing. The geo pc has been replaced and the system was returned to use in good working order. Philips has started an investigation for this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips field service engineer (fse) inspected the system onsite and confirmed that the geometry was not available, and the c arm was jammed. The log file review shows malfunctioning geo-pc (soldering issue on a pcb in the disk bay). The fse confirmed reported issue. To resolve the issue, fse replaced the geo pc, software is loaded, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.